Event description:
It was observed that during the device evaluation, the monitor exhibited that the screen would shut down after some minutes of use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the screen would shut down after some minutes of use, the ground connector was damaged, and the printed circuit board was damaged causing the image issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields:h3, h4 and h6. Correction on fields: e1, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image issue at the time of start-up occurred due to faulty power supply printed circuit board. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Olympus will continue to monitor field performance for this device.